Manufacturer narrative:
The investigation showed that the physician/user had changed the order resulting in the removal of the medication administration schedule. The order was then saved with the missing administration schedule resulting in the medication not being provided to the patient as expected by the nursing staff. Because the schedule was manually removed in the order, the medication schedule was not displayed in the administration record, medication overview or worklist for the nurse to review and include in the daily plan of care for the patient. This situation resulted in the patient not receiving the antibiotic medication regime for their medical situation. This clinical situation is a user error in which the user removed the pending scheduled administrations from the medication order unaware that the medication is pending administration. The reminders notification for the medication, such as overdue or pending are not issued by the software because the schedule does not exist. In the instructions for use ID (B)(4) orders management chapter (page 6-17) the user is provided with a warning that whenever the user modifies a medication order, they will be prompted to review and approve the changes and their effect on the medication administration schedule. The device was operational . The investigation identified customer error and further action has been initiated. Internal enhancement request was entered to add additional warning of consequences when the user chooses to remove schedule.

Event description:
The customer reported that the intellispace cc & anesthesia indicating that prescription on icca software on 21/04 of levofloxacin does not appear in the nursing care plan. The device was in use at time of event, an adverse event was reported.